Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger was showing call your doctor with 375 code. They also reported that for a year or so their ins charge level didn't last as long as when they were implanted. They were getting 1.5 weeks out a charge now. The patient reported that for about 6 months the recharge screen would blank out if they put the recharger in the pouch and walked around. If they kept still and didn't move the screen would stay on. It was further reported that the patient went to charge on (B)(6) 2020 when the ins was dead and their dog chewed the recharger antenna when they were charging and the cord was frayed. No further complications were reported or anticipated.